Manufacturer narrative:
Additional information was requested from the customer including further patient impact and the cause of the delay in reporting the event, but no response was received at the time of report. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography involving complex anatomy, the single use retrieval nitinol basket v did not break at the predetermined breaking point; as a result, the stone could not be fragmented, and the basket remained inside the patient. The procedure was prolonged by greater than or equal to 30 minutes. On (B)(6) 2025, the patient underwent another procedure, during which both the basket that had remained inside the patient and the stone were successfully removed. There were no reports of further patient harm.

Event description:
It was reported that the endoscopic retrograde cholangiopancreatography procedure was delayed by 57 minutes. Propofol intravenous sedation was administered; however, no complications arose from the prolonged sedation. A two-stage procedure was necessary. The detached basket did not need to be surgically removed but could be mechanically mobilized in a second procedure and removed completely without complications. The hospital stay was prolonged, and antibiotics were required for a total of 7 days. The patient's condition after the second procedure was unremarkable.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and the results of the final investigation. Updated fields: b2, b5, h2, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.